Event description:
It was reported that the patient presented remotely. Upon review of the transmission, it was found that the patient's right ventricular (rv) lead exhibited noise over-sensing. The lead was capped and replaced on (B)(6) 2021. The patient was stable.